Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the battery life complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life. The battery compartment was cracked. The battery cap had damaged threads. The battery cap was unable to secure onto the pump. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was found inside the pump.